Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced change sensor alert, when they first rinse off, they forgot to put the green plug and remembered it when they already 1 minute soak.. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, unk_sensor. Troubleshooting was performed and confirmed that customer reported a loss of communication between the transmitter and the pump. Led light did not blink when connected to the sensor but transmitter was not fully charged. Customer was advised to fully charge transmitter. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn. No product return was required for mmt-1884, unk_sensor.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Additional information has been received which was not included in the initial report. The information has been provided in section h6 medical device problem code (2986) added with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A complete analysis and testing of the product was performed. Following one unit received, made a visual inspection and no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of unexpected alerts/alarm and communication anomaly is not confirmed, transmitter is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and confirmed that customer reported a loss of communication between the transmitter and the pump. Led light did not blink when connected to the sensor but transmitter was not fully charged. Customer was advised to fully charge transmitter. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.